Manufacturer narrative:
Date rec'd by MFR: 11oct2019. The customer replaced the battery to address the reported issue and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilators battery was not holding a charge. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/02/2019.

Event description:
It was reported that the ventilators battery was not holding a charge. There was no patient involvement.